Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s blood glucose level was 70 mg/dl, 69 mg/dl, 151 mg/dl, 150 mg/dl, 254 mg/dl. 444 mg/dl and 592 mg/dl. The customer treated high blood glucose level with insulin pump and low blood glucose level with food. The customer reports no symptoms related to high blood glucose level. The customer declined troubleshooting for high blood glucose level. The customer does not allege insulin pump was over delivering. The customer¿s blood glucose was 592 mg/dl and the sensor glucose 40 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 40 mg/dl. Suspend on low limit in sensor settings was 90 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The device will not be returned for analysis.